Manufacturer narrative:
(B)(4). Concomitant medical products: biomet head cat # 650-1057, lot # 882550. Biomet shell, cat # 010000664, lot # 3055112. Biomet tpr sleeve , cat # 650-1066, lot # 176190. Biomet stem, cat # 51-105160, lot # 2867472. Reported event was confirmed with operative notes. The operative notes stated the patient experienced a right hip I&d of hematoma. Approximately 800 cc of hematoma partially clotted was present, which was completely debrided. Review of the device history record identified no deviations or anomalies that would contribute to reported event. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a r tha. Subsequently, patient underwent I&d of hematoma and closure of wound complex over drains approximately 1 month post implantation. No further event information available at the time of this report.